Event description:
It was reported that the elite iq released an unintentional radiation occurrence during treatment. A burn had occurred, but it was not confirmed if it is related to the unintentional radiation occurrence. Burns are an expected side effect from such treatment. Treatment logs were reviewed, and results showed fiber error messages in past treatments. The appearance of an error message is an expected system response that informs the user to seek assistance from technical support/service. Technician evaluated the device and could not replicate any fault while on site. The device's energy was confirmed to be within specification. Since the customer site reported an unintentional radiation occurrence, this event is then reportable as an aro (accidental radiation occurrence).